Manufacturer narrative:
The actuator that broke was over 8 years old at the time of incident. Medcare recommends replacing the actuators every four years. This machine was inspected in (B)(4) of 2009. At this point, it was noted that the actuator should be replaced.

Event description:
During transfer from bath chair via medcare lift-n-weigh, resident raised 6" when lower shaft of motor bent and sheared off. The boom came down and hit the resident near the nose causing laceration. No stitches were needed.